Event description:
It was reported the dual carrier stylet broke midway through the pass while trying to tunnel the extensions. The doctor made an extra incision in the patient's neck to retrieve the extensions. An additional pass was made. No patient injury or symptoms were reported.